Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and an unspecified alarm since the belt clip was no longer attached to an insulin pump and had unexplained alarm alerts. The customer reported no adverse events. The event involved product(s) mmt-1884l. The customer reported the pump was dropped/ bumped, and/or the pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit powered on properly. Unit passed displacement test and self test. No alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted to confirm customer's concern. Test belt clip was used and successfully attached onto pump. No cracked or broken belt clip rails noted. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in properly during testing. The following damages were noted: pillowing keypad overlay and scratched case. In summary, customer concern for e/a alarm unspecified not confirmed. No relevant alarms noted in download history review. Customer concern for belt clip also not confirmed. Test belt clip was used and successfully attached onto pump. No cracked or broken belt clip rails noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.